Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that this record, mrn 9617229-2023-16326, is a duplicate.

Event description:
Healthcare professional reported left side rupture via ultrasound. This record is not a duplicate. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via ultrasound. Device has been explanted.